Event description:
In 2008, this senior medical affairs specialist, smas, spoke with a patient/layperson regarding an alleged accuracy issue with his onetouch ultrasmart meter that previously was resolved and required no medical intervention. During the conversation on the same day, the pt recalled a prior event of hypoglycemia in early the same month that he now attributes to an inaccurately elevated result on his meter. Results are in mg/dl, the correct unit of measure. Reportedly, the pt on the unrecalled date had obtained a blood glucose result "in the 200 mg/dl range." Based on this, he took 6 units of humalog. One hour later, he reportedly began "profusely sweating", and a test on his meter revealed "31 mg/dl". The pt's wife gave him a "shot of glucose" to resolve the symptoms. After the noted event (date not recalled), the pt's doctor changed his humalog sliding scale from 6 units to 4 units when his blood glucose is 200 mg/dl to 250 mg/dl. The meter and strips have since been replaced. Although the pt's doctor decreased the sliding scale dose after the issue, the pt had allegedly developed a symptom associated with severe hypoglycemia after reportedly injecting extra insulin based upon his meter. In addition, he reportedly required medical intervention from his wife. Therefore, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Test strip lot number used at time of event is no longer available (d4).